Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter corporate product surveillance a clearlink administration set in which cut tubing was observed. According to the report, the tubing was cut while in use with a flo-gard infusion pump. The nurse stated that the administration set was primed with normal saline and no visible irregularities were observed. The set was then attached to the patient and therapy began. It was observed that there was a leak and the tubing was switched out and therapy continued. The nurse indicated that this has occurred an unspecified amount of times with the same tubing and flo-gard infusion pumps. She believes that the tubing is being cut by the pump. There were no reports of patient injury, medical intervention or adverse events associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water and re-primed. This identified a tubing leak approx. 20 inches below the drip chamber. The sample was then visually inspected under a microscope which showed that there is a cut in the tubing approximately 1/8 of an inch running across the tubing . It was noted in the event description that the tubing was cut while in use with a flo-gard infusion pump. It appears that the cut in the tubing occurred due to improper loading into the flo-gard pump. No other obvious visual defects were noted. The reported condition was confirmed. No assignable root cause could be determined at this time.